Event description:
The pt had two leads from the same lot. It was reported the pt's epidural lead had migrated. The second lead was implanted subcutaneously to provide peripheral stimulation in the right buttock (off-label). The pt complained she did not like the stimulation from the subcutaneous lead. Consequently, the physician explanted and replaced the leads on (B)(6) 2013. The pt's ipg was electively replaced for a smaller model due to the pt's size. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.